Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994, a manufacturer representative went to the site to service the system. Testing found no fault with the system. Codes b01, c19 apply. Evaluation of the returned network checkpoint determined the component was not working. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that  the camera cart monitor booted up to the pcoip splash screen noting that the connection failed before the camera cart monitor mirrored video on the main cart. Site then unplugged the camera cart from the main cart to move the camera cart and reported that when the camera cart was reconnected, it took several minutes to mirror the main monitor. There was no patient involvement. Recomended troubleshooting included performing multiple system reboots (leaving 3-5 minutes between powering system off an on) and observe the camera cart monitor messages, time to mirror the main monitor. Disconnect and reconnect the camera cart from the main cart multiple times and again observe the camera cart monitor messages, time to mirror the main monitor. Additional information received indicated that when unplugging the system from wall power and then reconnecting it to wall power, the system beeped indicating it was still operating on battery power. They plugged the system into 3 other outlets with no effect. Confirmed the other system on site functioned as expected in the same outlet. Shut the system down via software and then the system was unable to power back on. Waited several minutes with no effect. Pressed the camera and main cart power buttons. Disconnected the camera cart from the main cart and the main cart immediately powered on (camera cart remained off). Reconnected and restarted the camera cart and the system was able to boot up and mirror the main cart monitor. Rebooted the system and the camera cart monitor remained stuck on the "unable to connect" screen (over 5 minutes). Attempted to wiggle the cart-to-cart connection at both ends with no effect, though the camera cart screen "blinked" once during the process. Bypassed the ethernet component of the cart-to-cart connection with known good ethernet cable --> camera cart immediately mirrored main cart. Rebooted system with the bypassed ethernet connection multiple times and the camera cart mirrored the main cart as expected each time. Swapped to the "good" cart-to-cart cable and the issue did not occur.

Manufacturer narrative:
H3, h6: the system was serviced in the field again and no failure was found. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.